Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurence at initial use. The customer reported there was no patient involvement.